Manufacturer narrative:
The relevant components include: product ID 8780 lot# serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017. Product type catheter fdc 22 applies to the pump, sn = (B)(4), fdc 92 applies to the catheter, sn = (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 5 mg/ml morphine at a dose of 1.5 mg/day and 5 mg/ml bupivacaine at a dose of 1.5 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was moved from the patient's abdomen to their back on (B)(6) 2017. The patient drove four miles because she said there was absolutely no way she could wait to have surgery. The patient's pump had flipped in the pocket and she was almost due for a refill. Due to her pump flipping her catheter was twisted and had come out of the intrathecal space. The patient had previously had gastric bypass surgery before the pump was initially put in. The pump was interrogated and was functioning properly. The pump was refilled during the case. Surgical intervention took place and the catheter was replaced and pump was moved from abdomen to the patient's back. All of the old catheter was removed and replaced with a new catheter. The issue was resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated.